Event description:
The nurse went to hang a new bag of tube feeding on his patient. When he tried to spike the bag, the "spike" never pierced the bag and the adapter portion tore away from the bag itself. New bag of tube feed had to be obtained and very little delay in patient treatment occurred. Manufacturer response for 1.5 tube feeding bag, 1.5 cal (per site reporter): they are sending me shipping material.